Event description:
(B)(4).

Manufacturer narrative:
On 24 june 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 26 june 2015, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04/30/2015: lot 072846: (B)(4) stems manufactured and released on 01/03/2008. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar issue. On 04/29/2015 it was confirmed that the piece will not be received back. On 04/09/2015 the medical affairs director made the following evaluation: on the pre-revision xray, evident radiological signs of proximal loosening are visible. Probably a small fixture was created during primary surgery, which required a cerclage to be used. No info is available as to the behaviour of the arthroplasty during 4 years. Apparently, proximal fixation was never achieved and therefore cementation of a new stem appears to be the correct choice. I do not consider the reason for this revision to be a faulty device.